Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Replacement parts have been provided to the customer. The defective unit has been requested for return to sorin group (B)(4). A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 bubble detector was found to be defective during priming. There was no patient involvement.